Manufacturer narrative:
The reliability analysis inspected one opened and or used sensor and found sensor broken. There was broken part missing, and it was unable to be confirmed if the customer received sensor damage due to customer returning sensor opened and or used.

Event description:
The customer reported via phone call of issues with lost sensor error. The customer states they removed the sensor and notice it was bent. The customer was advised that the device would be replaced and returned for analysis.